Manufacturer narrative:
The pump passed the displacement test, sleep current test, active current test, and self-test. Test p-cap locks properly into the reservoir compartment. No failed battery test alarms, pump error 23 alarms, or pump error 15 alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found 2 relevant failed battery test alarms in the pump history files and traces on the event date of (B)(6) 2024 at 10:45:12.000 and 10:45:44.000. Pump alarmed a pump error 15 alarm on the event date of (B)(6) 2024 at 10:45:09.000 due to a possible software anomaly. Pump alarmed a pump error 23 alarm on the event date of (B)(6) 2024 at 10:46:20.000. Pump was cut open to perform visual inspection and found ono evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Failed battery test was not confirmed during testing. Pump error 23 was not confirmed during testing. Pump error 15 was confirmed in the pump history files and traces due to a software anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23-post-reset ram crc alarm, pump error 15-the critical block and inverse critical block did not add to zero, and battery failure. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown whether the customer will discontinue the use of the device. No product return is required for mmt-1886.